Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer jumped into the pool with the insulin pump. Blood glucose value was 209 mg/dl. It was stated that the display went blank immediately after exposure to moisture. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.